Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r, this ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not been receiving stimulation for approx one year. In addition, she has not recharged her ipg for about a year. The patient underwent surgical intervention to remove and replace her ipg. The scs system was turned on and programmed postoperatively.